Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No blank display during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 147 mg/dl at the time of the incident. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was currently blank at the time of incident. Customer states display did not return after insulin pump restart. The insulin pump will be returned for analysis.